Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis hs been completed.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime process. It was stated that the customer's blood glucose was approximately 500mg/dl and the nurse treated her. Advised the nurse that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.